Event description:
In 2009, company representative reported patient's daughter notified her that patient was in the ER with a blood glucose level in the mid 400 mg/dl level. She stated daughter reported this occurred after patient had an occlusion alarm in which they changed the insulin cartridge and infusion set. On follow up call two days later, patient's daughter reported patient still had ketones in her urine and is still in the hospital. On call back four days later patient reported she is not wearing her infusion device and has not been wearing it since she was admitted into the hospital. Patient stated she was taken to the ER by a relative. She stated she was new to pump therapy and just began the previous month. Patient reported she received the e4 (occlusion) error and "one thing led to another and she found herself in the ER with critical blood glucose levels." Patient stated she heard readings of "600 mg/dl, 700 mg/dl, and 800 mg/dl" but does not know an exact level. She stated she was diagnosed with dka. Patient reported her normal levels are 225 mg/dl to 250 mg/dl and this is "an unfair question." She stated she was in the ICU for a week. Patient reported she woke up to a 383 mg/dl reading. She stated that morning she got the e4 and "had to go to her quick reference book to figure out what to do." Patient reported she found that there was a blockage and her cannula was bent. She stated at work she changed her site again and found another "clogged cannula." Patient reported she then changed everything out and then at 9am she was 476 mg/dl a little while later. Her bolus calculator then advised a 1.5 unit bolus for a correction. She stated she gave the bolus and then fell asleep and at 11:30 am she was taken to the hospital. Patient reported she was at work and her relatives transferred her to the hospital. Patient stated when she arrived to the ER she called the trainer and she advised her to follow the doctors instructions and advice. She reported she arrived home on saturday. Patient stated she uses the infusion set insertion device. She reported in all she had 3 bent cannulas. Patient stated she does not care what type of infusion set she uses, because she will not be using them anymore. Patient stated she planned to discontinue use of the infusion device. Patient disposed of alleged infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.